Event description:
The physician reported that during the implant procedure relative to the subject pacemaker, the silicone associated to the connection set-screws detached from the header. The associated leads were connected, and the physician reinserted the silicone cap. After 15 days, the patient complained about stimulation in the pocket and muscles of arm. A follow-up was performed and the external stimulation was confirmed. All testing results including impedence (bi/uni), threshold, p/r wave were normal. After changing the device settings from unipolar to bipolar and adjusting the output voltage to 2.5v, the external stimulation disappeared. The physician doubted that the external stimulation was related to the cap detachment, so the subject pacemaker was left implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during the implant procedure relative to the subject pacemaker, the silicone associated to the connection set-screws detached from the header. The associated leads were connected, and the physician reinserted the silicone cap. After 15 days, the patient complained about stimulation in the pocket and muscles of arm. A follow-up was performed and the external stimulation was confirmed. All testing results including impedence (bi/uni), threshold, p/r wave were normal. After changing the device settings from unipolar to bipolar and adjusting the output voltage to 2.5v, the external stimulation disappeared. The physician doubted that the external stimulation was related to the cap detachment, so the subject pacemaker was left implanted.